Event description:
Customer claimed that the brakes wouldn't hold on one end of stretcher.

Manufacturer narrative:
Tech found that head end brake cam assembly was broken. Tech replaced brake cam hardware with brake up-grade kit to resolve issue and any future issues. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.